Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered 10 extra units without user input. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur. The insulin pump was not returned for analysis.